Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent right mesh plug inguinal repair. A bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2014: the patient underwent surgery to repair a recurrent right inguinal hernia after the initial bard/davol perfix plug was displaced. The patient continues to experience complications related to the bard/davol perfix plug. The patient will likely require additional surgeries to repair the damage from the product. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.